Event description:
Reporter alleged obtaining the results of 22 mg/dl, 81 mg/dl, 64 mg/dl and 71 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reports the third contact from the left on the inform system is blackened and the meter will not charge. No adverse events reported. Requested return of suspect device and replacement was sent.